Manufacturer narrative:
(B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 17, 2021 that an ultraflex esophageal distal covered stent to treat a malignant stricture in the esophagus during a stent placement procedure performed on (B)(6) 2020. An x-ray was taken post procedure and confirmed the stent was in the correct position. Post stent placement, on (B)(6) 2021, a computerized tomography (CT) scan was performed and it was noted that the stent had migrated partly into the stomach. The stent remains implanted and the procedure was completed. There were no patient complications reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.